Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled"and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to the analog board. Loose snap hooks caused the top shield to become disconnected from the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.